Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre operative diagnosis: lumbar spondylosis, degenerative disk disease and kyphosis and radiculitis. She underwent the following procedures: l4-5 and l5-s1 posterolateral fusion, l4-5 and l5-s1 transforaminal lumbar interbody fusion; l4-5 and l5-s1 anterior interbody device application; la, l5 osteotomies and segmental instrumentation. As per the operative notes, ¿I performed a thorough diskectomy from the right hand side using a 15 blade followed by disk shavers and shapers and down going and cross going curettes. After trialing for size, I impacted the appropriate sized interbody cage filled with bmp in the interspace with infuse and local graft burrito wrapped behind that and more graft packed behind that.¿ no intra operative complications were reported.